Event description:
It was reported, "nurse (B)(6) informed sales rep (B)(4) that the spring which tightens the roll against the bar is loose."

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.